Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. The customer received instructions to operate the button more effectively but continued to experience issues. Consequently, the pump was removed from its case, yet the problem persisted. Tandem technical support decided to replace the pump, ensured it was within warranty, and confirmed the customer's shipping address. Instructions were provided for the customer to deplete the battery before returning the problematic pump with a pre-paid label and return box.